Event description:
Customer reported having high blood glucose. She stated her blood glucose was rising throughout the day. The customer's blood glucose was 532 mg/dl. Troubleshooting for high blood glucose found the customer had symptoms of high blood glucose such as feeling queasy, lethargic, and tired. Troubleshooting for the insulin pump found the drive support cap appeared to be normal and insulin was able to exit from the tubing. The customer also stated her cannula was not bent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).